Event description:
It was reported that the user experienced a cartridge dislodgement while wearing the ilet, attempted to push the cartridge back into the pump without performing a rewind, and believed this action caused unintended insulin delivery consistent with a failure-to-rewind scenario involving the infusion set and cartridge. Symptoms included hypoglycemia reaching 65 mg/dl. Outcomes included self-treatment with oral carbohydrates. Investigation included troubleshooting and education on proper handling, including disconnecting from therapy and performing a rewind before reinserting a cartridge, verifying the connector is fully locked, and assessing for potential connector or cartridge lot issues if looseness occurs. Investigation of this case revealed that forcing a cartridge back into the pump while connected and not rewound can lead to unintended insulin delivery due to continued motor movement and resistance, consistent with an infusion set or cartridge handling issue. It was concluded, based on previously established findings for similar reports, that user handling related to failure to rewind and connector seating was the most likely cause.